Manufacturer narrative:
The tech found the emergency trend valve was not closing completely. The tech replaced the valve to repair the bed.

Event description:
Info rec'd indicates, the bed has a very slow head hi/low drift.